Manufacturer narrative:
The phacoemulsification (phaco) handpiece (hp #1) was received for evaluation and a visual assessment of the returned phaco handpiece (hp) found the connector cap missing and the connector to have discoloration. A flow rate test was performed on the irrigation and aspiration lines of the handpiece (hp), which found the handpiece to meet product specifications. The returned hp was connected to a calibrated system and a system message (sm) displayed when the hp attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The customer reported event of no phaco power was unable to be confirmed due to the nature of the testing performed on the returned hp. Sm was displayed during prime/tune testing. Thus, further functional testing related to the event of no phaco power could not be performed due to prime/tuning failure. Unrelated to the reported event, the hp was found to have a several nonconformities including a missing cap, discoloration connector, and broken wires caused the sm to display. The phaco handpiece was met specifications at the time of release. The phaco handpiece (hp #2) was received for evaluation and a visual assessment of the returned phaco handpiece (hp) sample found the connector cap missing and the connector to have discoloration. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned hp was connected to a calibrated system and a system message (sm) displayed when the hp attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The customer reported event of no phaco power was unable to be confirmed due to the nature of the testing performed on the returned hp. Sm was displayed during prime/tune testing. Thus, further functional testing related to the event of no phaco power could not be performed due to prime/tuning failure. Unrelated to the reported event, the hp was found to have a several nonconformities including a missing cap, discoloration connector, and broken wires causing the sm to display. The phaco handpiece met specifications at the time of release. The phaco handpiece (hp #3) and was received for evaluation and a visual assessment of the returned phaco handpiece (hp) sample found the connector cap missing and the connector to have discoloration. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned hp was connected to a calibrated system and a system message (sm) displayed when the hp attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The customer reported event of no phaco power was unable to be confirmed due to the nature of the testing performed on the returned hp. Sm displayed during prime/tune testing. Thus, further functional testing related to the event of no phaco power could not be performed due to prime/tuning failure. Unrelated to the reported event, the hp was found to have a several nonconformities including a missing cap, discoloration connector, and broken wires causing the sm to display. The phaco handpiece met specifications at the time of release. The phaco handpiece (hp #4) was received and a visual assessment of the returned sample found the connector cap was missing. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece (h/p) to meet product specifications. The returned handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. The handpiece was then tested on a resistance test box and the handpiece had intermittent function while flexing the cable at the connector strain relief end, which is indication of a broken wire. The customer reported event of no phaco power was unable to be confirmed due to the nature of the testing performed on the returned handpiece. System message (sm) was displayed during prime/tune testing. The handpiece was then tested on a resistance test box using a digital multimeter. The handpiece had intermittent function while flexing the cable at the connector strain relief end, which is an indication of broken wires. This is unrelated to the reported event, the handpiece was found to have broken wires causing the system message to display. The phaco handpiece met specifications at the time of release. The root cause of the reported event of no phaco power cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no ultrasound with four handpieces. Alternate handpieces were used to complete the procedures. There was no patient harm. Additional information has been requested.